Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle/syringe or any fluid path component. This event occurred 46 times. The following information was provided by the initial reporter. The customer stated: "there is white or green plastic power is on needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle/syringe or any fluid path component. This event occurred 46 times. The following information was provided by the initial reporter. The customer stated: "there is white or green plastic power is on needle."

Manufacturer narrative:
H.6. Investigation summary: bd did receive 46 photographs from the customer in support of this complaint. 46 photographs referencing lot 1244082 were attached indicating: 1. Discoloured needle. 2. Various fm (could not identify from the photographs) 3. Crushed needle and bent needle tip. 12 of the 50 msn returned for unidentified matter identification did not have any observable unidentified matter for analysis. The remainder of the multi sample needles had green/light green unidentified matter that were irregularly shaped and different sizes. The green/light green color unidentified matters on the surface of the cannula was a close match with polystyrene, which is the raw material used for the manufacturing of multi sample needle hub. 15 retained samples from batch number: 1244082 were visually checked and no defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure modes with the photographs and samples provided: 1. Various fms were observed. 2. Discoloured cannula was observed. 3. Crushed needle and bent needle tip. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.